Event description:
Information received from the field does not address the patient's clinical status but notes that dashes (---) were observed for parameters and a high current drain of 89ua. Return to standard and software download were unsuccessful. Therefore the device was replaced.